Manufacturer narrative:
Patient weight: unknown; requested but not provided. Date of event: unknown; requested but not provided. The best estimate date is between feb 2, 2023 and may 18, 2023. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted in the left eye, the patient is unhappy with the iol. The lens was implanted to improve near vision, however the patient feels that the additional halos are "intolerable". An iol exchange has been scheduled to place another johnson and johnson iol as replacement (different model, dxw150). Additional information was received on may 18, 2023 reporting that the iol was exchanged on (B)(6) 2023. Another johnson and johnson iol was implanted as replacement (different model, dxw150, different diopter, 13.0). No incision enlargement, vitrectomy, or suture was required. The capsule is intact. The patient is post-operative day one, so it is too early to tell patient status. No further information was provided.